Event description:
The manufacturer received information alleging a ventilator was alarming for a patient disconnect alarm condition. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and when using the service tool the ventilator went into "inoperation" mode several times. The device's event log was reviewed and an o2 regulation alarm condition indicating the delivered oxygen concentration was not within specification. The device's oxygen blending module and system board need to be replaced. The manufacturer is waiting for the customer to approve the quote before repairs are completed. Additionally, a low o2 inlet pressure alarm was noted. The pressure at the oxygen blending module inlet was less than 5psig. The external pressure regulator for oxygen delivery needs to be increased to greater than 5psig for the oxygen blending module to operate correctly. This error only indicates the measured source of the o2 delivery. It does not indicate a malfunction. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The manufacturer previously reported a trilogy evo device was evaluated by the manufacturer's field service engineer and the oxygen blending module and system board were replaced due to an o2 regulation alarm condition indicating the delivered oxygen concentration was not within specification. The system board and oxygen blending module were returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The device's system board was found to have bent pins on the j12 connector. The component was placed on the testing station and operated without issue. The oxygen blending module was also tested and passed all testing. The pil concluded the components both operated as designed. The reported failure of an o2 regulation alarm is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn. Review confirms that the device met the final acceptance criteria and was released for final distribution.